Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated quality control (qc) data, and several high outliers were obtained on level one. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran service methods which failed for reagent probe 1 and reagent probe 1 mix. The cse replaced the probe, mixer, drain, and pump system. The cse ran a system check, which passed. Service methods were then in range. The cse also replaced reagent probe 2 (r2), cleaned the r2 drain and primed. A system check passed and quality controls, resulted within range. The customer performed carryover studies, which did not result as expected and the cse returned to the customer site. The cse replaced the r2 probe drain, flush valve, and r2 cleaner pump solenoid. The cse ran service methods and quality controls. The cause of the discordant, falsely elevated salicylate results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated salicylate results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated salicylate results.